Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had a connection issue with a baxter needle free connector. The reporter stated that when the ¿slightest movement¿ or ¿minimal force¿ was applied, the luer lock disconnected from the set. This occurred during infusion of heparin, and led to a leak of heparin on the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between 11/18/2015 and 11/19/2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and leak testing was also performed with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.